Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an alert was received due to out-of-range amplitude on the atrial channel. Technical services (ts) reviewed the presenting and stated that there was no undersensing, however there was farfield oversensing. The plan was to continue monitoring. This device remains in service. No adverse effects were reported.